Manufacturer narrative:
Please note: this event was previously reported within the required 30 day time frame but was mistakenly reported under incorrect manufacturer report number 9616066-2018-00958. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a pump module over infused while in use on a patient. There was no report of patient harm.